Event description:
It was reported that the pt came in for a refill and the hcp was unable to fill the pump. It was determined that the pump had flipped. According the pt, she bent over to tie her shoes and felt the pump flip. The hcp was unable to flip the pump back, so the plan was to do a revision at the end of the month. The pt was given oral medications and the pump rate was decreased to prevent it from running out. No pt symptoms were reported with this event. The type of medication, concentration, and daily dose being administered via the pump was not reported; device registration sys indicates dilaudid. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.